Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. Visual inspection found the pitch cables broken at the proximal distal clevis hub. The cable segment that contains the crimp was still installed. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a mastectomy da vinci procedure, while attempting to remove the instrument, the instrument broke. The customer was unsure if the instrument couldn't be removed because it was broken or if the instrument broke during the removal. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.